Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures were attempted in moderately calcified right and moderately calcified left common femoral arteries (rcfa & lcfa) using perclose proglide devices. Reportedly, during deployment of the initial proglide device in the rcfa 6-french sized access site, a needle-to-cuff miss was observed. The device was removed over a guide wire and a second proglide device was attempted, but another needle-to-cuff miss was observed. The device was removed over a guide wire and the sutures from two additional proglide devices were sequentially deployed 60 degrees opposite in orientation, the sutures were clamped to the sterile drape and set to the side. The access site was dilated to 16-french. After the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. Reportedly, during deployment of the first proglide device in the lcfa 6-french sized access site, a needle-to-cuff miss was observed. The device was removed over a guide wire and the sutures from two additional proglide devices were sequentially deployed 60 degrees opposite in orientation, the sutures were clamped to the sterile drape and set to the side, and the access site was dilated to 12-french. After the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The needle plunger, suture, cuffs, link, and posterior needle tip, key components of the device were not returned; therefore, the reported needle-to-cuff miss after removing the needle plunger could not be confirmed. However, there was no abnormal observation found on the returned device that could have contributed to the reported experience. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other two perclose proglide devices, referenced were filed under separate medwatch manufacturer reports. Moderate calcification was reportedly present at the left and right common femoral artery access sites. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.